Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on frozen screen. A technical support specialist (tss) restarted the station, and medapplication was able to launch successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was frozen. The customer attempted to reboot the station; however, the backup battery prevented the device from powering down, and the issue persisted. There were no delay or adverse events or injuries reported based on this event.